Manufacturer narrative:
Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: drainage: unable to confirm as it is a medical event not related to the device. Crease/folding of implant: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided. The event of "drainage" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: contralateral side rupture; "slimy film across the area" found during surgery.

Event description:
Healthcare professional reported right side "slimy film across the area", "calcifications in both breasts", and "concern regarding implant recall". Device has been explanted and replaced.

Event description:
Healthcare professional reported right side "slimy film across the area", "calcifications in both breasts", and "concern regarding implant recall". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Drainage: unable to observe as it is a medical event not related to the device. Calcification: no observed calcification on the device. Additional observations: observed deformation on the device. Yellow particles observed in the surface of the device. No further actions are required as the device was implanted.